Event description:
A 61-year-old male with a history of st-elevation myocardial infarction underwent percutaneous coronary intervention (pci) to the right coronary artery. His hospital course was complicated by right ventricular cardiogenic shock and cardiac arrest. He was stabilized with mechanical ventilation, inotropic support and vasopressors. Given persistent right-sided failure, a multidisciplinary team elected to implant an impella rp flex for right-sided mechanical circulatory support. The right femoral vein was accessed for device implantation. During the procedure the operator was unable to advance the impella rp flex across the pulmonary valve into the pulmonary artery. Multiple attempts were made over approximately 30 minutes. Despite these attempts, the device could not be positioned in the appropriate anatomical location. Given the inability to advance the catheter into the pulmonary artery, the cardiologist made the decision to remove the impella rp flex. No hemodynamic instability or adverse events related to the attempt were described.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received on march 10, 2026. The device involved in this event was updated after clarification was received. The device values have been populated in the this report. Additional information was received on march 17, 2026. After getting in the pulmonary artery the device would fall back into the left ventricle. A buddy wire was used to advance the device. The pump is not available for retrieval.

Manufacturer narrative:
H6: per a review of the complaint file, omitted a150203 and added a150204.